Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of the event was unknown. The patient was hospitalized for the event and was treated with vancomycin injection (500 mg, route, frequency and duration were not reported, ongoing) and amikacin injection (250mg, route, frequency and duration were not reported, ongoing) for peritonitis. At the time of this report, the patient has recovered from the events. Pd therapy was ongoing. No additional information is available.